Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of thoracic aortic aneurysm approximately six years ago. The patient had the right internal iliac embolized four weeks prior to the evar. At the patient¿s follow up appointment, an angiogram showed that the patient had a posterior type ii endoleak coming from a lumbar vessel. The physician was unable to embolize the lumbar vessel. The physician continued surveillance of the patient however, at the patient¿s follow up appointment, the aneurysm sac had increased to 10 cm (anterior to posterior). The physician decided to explant the devices due to risk of rupture. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results/conclusion: inherent risk of procedure (removal of implant), patient's condition affected effectiveness of device (anatomy related; type ii endoleak).